Manufacturer narrative:
The insulin pump was received with bleeding lcd board, cracked reservoir tube lip and cracked reservoir tube. It passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. No motor error alarm and no excessive no delivery alarm. The motor passed the motor test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had been alarming no delivery and then motor error. The customer stated she had already changed the infusion set and reservoir 4 times and the alarms were recurring. Blood glucose value was 311 mg/dl. The customer declined troubleshooting and requested the insulin pump to be replaced. The device was returned for analysis.